Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. Product disposed of per facility protocol.